Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and investigated by product analysis on 11-dec-2017 with the following findings: review of the black box data did not reveal any evidence of ¿short battery life.¿ the returned battery cap had stripped threads and was not able to secure properly to the pump to maintain electrical connection. The battery compartment was not noted to be cracked. A test battery cap was secured to the pump properly and used to complete the investigation. Electrical current draws were evaluated and found to be within the required specifications. With the test cap in place, the pump powered on and was exercised for 24 hours without any interruption of power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue; the o-ring is allegedly missing from the battery cap. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.